Event description:
The customer reported the system had a communication error and locked up. The customer had to reboot the system to restore functionality. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.